Manufacturer narrative:
This device remains implanted thus no analysis will be conducted. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information provided noted that a new competitor device was implanted on the opposite side of the previously implanted bsc device. The bsc device was programmed to vvi 30 at minimum outputs. A routine follow up took place and it was not possible to interrogate this device. It was believed that due to high thresholds the battery of the device was significantly drained. It was also reported that the patient had fallen and could have possibly damaged the device. The competitor device remains implanted while the bsc device on the opposite side remains in the patient but is not being used. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pulse generator (pg) displayed increased thresholds on the right ventricular channel. The patient experienced asystole for > 2 seconds due to the increase in thresholds. The lead implanted is a competitor lead. The pg was reprogrammed and a follow up was scheduled. No adverse patient effects were reported.